Event description:
It was reported the patient's blood glucose level rose to 324 mg/dL (18 mmol/L) while wearing the Pod between 36 and 48 hours. The Pod reportedly fell off the infusion site on the arm, causing the cannula to dislodge. The patient also mentioned they noticed leaking from the Pod. There was no mention of treatment.

Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria.